Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an image disturbance. The issue was found during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the most probable cause for the presence of foreign objects (white foreign material) in the air/water (aw) cylinder (tube), air/water (aw) tube, and jet tube. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Also, for the most probable cause for the presence of foreign objects (white foreign material) in the air/water (aw) cylinder (tube), air/water (aw) tube, and jet tube, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.